Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was on impella 5.5 support when some bleeding from groin and right chest site was noted. Heparin was stopped and one packed red blood cells were given to the patient. It was further reported that the patient was transferred to another facility a couple of weeks ago where the impella was exchanged for a durable ventricular assist device.

Manufacturer narrative:
Ip codes added: hemostasis. Ip codes removed: none. Clinical assessment: a 60-year-old male presented with acute myocardial infarction complicated by cardiogenic shock (ami/cgs).due to severe hemodynamic compromise from ami-related cardiogenic shock, the patient required advanced mechanical circulatory support. Patient received ECMO and impella 5.5 mechanical circulatory support. The patient demonstrated progressive stabilization, allowing for gradual weaning of ECMO support as tolerated. During the course, the patient experienced bleeding from the groin and right chest cannulation sites, prompting cessation of heparin therapy. The bleeding was managed conservatively, and the patient received one unit of packed red blood cells. Following successful ECMO decannulation, the patient received an additional three units of packed red blood cells. No further bleeding or device-related complications were reported, and the patient remained hemodynamically stable on impella 5.5 support. With continued circulatory support and clinical stabilization, the patient was successfully bridged to heart transplantation. The impella 5.5 functioned as intended throughout the support period and played a critical role in facilitating recovery and transition to definitive therapy. The impella 5.5 will be coded for major bleed, bloof transfusion and hemostasis as outcome. The bleeding occurred in the context of dual mechanical circulatory support (ECMO and impella 5.5), which requires systemic anticoagulation and involves large-bore vascular access sites. The bleeding was localized to cannulation/access sites. The clinical team managed the event with standard interventions, including cessation of anticoagulation and blood transfusion, with subsequent stabilization. Bleeding is a known and expected risk in patients receiving temporary mechanical circulatory support, particularly in the setting of ECMO + impella and systemic anticoagulation.

Manufacturer narrative:
E1 added zip code extension as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Access site adverse event/major bleed: the cause of the bleed was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information received d6b: explantation day, month and year.